Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: during testing, the reported keypad issue was unable to be duplicated. The ok button was hypersensitive. The keypad cover was opened and there was evidence a cracked keypad contact and moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter contacted animas reporting they were unable to proceed past the verify screen. The reporter alleged that each time they pressed the confirm button the pump went back to time, date, or mode. Reporter was unable to complete troubleshooting at the time of the call. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.